Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient controller was displaying "replace generator soon" message. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replace. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced to resolve the issue.